Event description:
It was reported that during a da vinci si hysterectomy procedure the pk dissecting forceps instrument broke and cable fragments fell into the patient. The surgeon retrieved as many cable fragments as they could find. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Engineering also observed that both conductor wires are broken near the distal clevis wire holes. The wires appear to have been cut with a sharp object. The wires stick out at the wrist and electrical continuity fails. No other damage was found.